Manufacturer narrative:
Review of the device history record and related documents did not show any related manufacturing issues. Inspection and testing indicated that the device met with requirements prior to release. One used 6mm 90 degrees insulin infusion set was returned for evaluation. During visual examination it was noted the cannula had broken away 2.7mm from where it coincides with the base. The remainder of the cannula appears to have been pinched. Unable to determine when or how the damage occurred.

Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached form the base and may have been lost within the body. The reporter stated that upon a site change. It was noted that the catheter was missing from the base of the infusion set. No intervention to find or remove the cannula is planned.